Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined pre-testing could not be performed due to the damaged roller. The roller was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were submitted for this event. MFR-0001526350-2023-00614.

Event description:
It was reported that the handle no longer fits mesher. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and there is no additional information available. Upon investigation, there was a damaged comb.